Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed loss of capture of the right ventricular lead. No intervention was performed. Patient would be monitored closely. Patient had broken skin due to a fall, but was stable otherwise.